Event description:
A report was received that a pt was prescribed antibiotics due to suspicion that the pt had an infection at the lead site. However, a c-scan showed no signs of infection, and the physician no longer believes that the pt had an infection. Therefore, no further action is being taken.